Event description:
It was reported that both this right ventricular (rv) and the atrial lead (ra) exhibited low impedance measurements. At this time, both product remains in service and no adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).